Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had chip missing on the battery compartment part but pump was still working. The customer stated that insulin pump had no delivery alarms and was able to resolve it by changing the reservoir and infusion set. Customer stated that insulin pump had slower and louder rewind, unresponsive button and crack on battery cap housing. No harm requiring medical intervention was reported. The device will not be returned for analysis.